Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2018. The patient stated she ate and the dexcom was displaying 115 mg/dl. She went to use the restroom and immediately began to see spots and have blurry vision and blacked out. The patient woke up between the shower and the toilet screaming for her boyfriend. He provided her with juice and the patient could not stand so they called for an ambulance. When the emergency medical technician¿s (emts) arrived, they checked the patient¿s blood sugar and told the patient her blood sugar was not at 115 mg/dl. The patient could not recall what they informed her the value was at the time of event not could she recall what treatment they provided. The patient was transported to the hospital where she was admitted and as a result of her passing out, she had a broken leg. The patient was under observation for a few hours and was released from the hospital the same day. At the time of contact, the patient was doing okay. No data was provided for evaluation. The complaint confirmation and probable cause could not be determined. No additional event or patient information is available.